Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump replacement procedure, a catheter was found to have a tear approx 7 inches above where the catheter connects to the pump. It was in the neurosurgeon's opinion that the pt had not been getting medication. The pump was replaced due to an expected "end of life" in regards to the battery. The existing model 8596 and 8598 catheter components were also explanted and replaced. The explanted devices were planned to be sent back to the manufacturer for analysis. The pt was planned to be kept in the hospital for the next three days to be observed for signs and symptoms of possible withdrawal. As of (B)(6) 2011, the pt had not exhibited any signs or symptoms of baclofen withdrawal. Following the replacement procedure, the managing physician was noted as having thought that the system had been patent and intact; and that the pt had been receiving therapeutic effect from the medication. The drug administered via the pump was lioresal (2000 mcg/ml at 998.8 mcg/day). Following the replacement procedure, the managing physician recommended that the pt be restarted at a daily infusion rate of 96 mcg/day. Additional info has been requested, but was not available as of the date of this report.